Event description:
Customer reported 3% ns IV was initiated at 20:38. At 21:00 IV tubing was found to be leaking with a puddle of IV solution on floor under IV pole. Crack was noted in tubing between air valve (presumed to be back check valve) and upper needle-free port. It was reported product was in use for 30 minutes. New IV primary line and IV maintenance solution was set up. No pt harm reported.

Manufacturer narrative:
Manufacturer's report date: 02/02/2011. (B)(4). Product was evaluated and customer's experience of leaking was confirmed. Leaking occurred at the engagement between the vinyl tubing to y-site engagement of the first smartsite. Cracks were not observed anywhere on the returned set. The cause of the leak was identified as insufficient solvent applied at the vinyl tubing to y-site engagement.